Event description:
Pt had an artificial shoulder prosthesis implanted using a glenoid screw. An x-ray of shoulder was taken 5 months later with no screw fracture seen. An x-ray taken 2 months later showed that the glenoid screw was fractured. There was no reported trauma to the shoulder that could have possibly caused the screw fracture. There are no problems with the pt's shoulder at this time, however the pt has not fully recovered from the surgery.